Manufacturer narrative:
The customer reported for their customer client with AED sn (B)(6), reported a dead battery prior to battery expiration (12/31/2024).the asi is flashing red. The maintenance schedule is reported as monthly. The customer was advised to contact the distributor, for replacement battery pack. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported for their customer's AED battery depleted prior to battery expiration (12/31/2024).the asi is flashing red. The customer replaced the 9 volt, but the recording came back as "replace the main battery pack". The reported event did not occur during patient use.